Event description:
It was reported the implantable neurostimulator and extension had high impedance at implant. A second device was implanted, refer to MFR report # 3007566237201004247.

Manufacturer narrative:
(B)(4).